Manufacturer narrative:
(B)(4). Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4) - excessive force: this code is used to address the use of excessive force when pushing the plunger. Per the instruction for use under precautions - do not use excessive force or repeatedly push the plunger assembly. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported posterior foot break was confirmed. The reported difficulty retracting the foot could not be confirmed as the returned condition indicated that the foot completely retracted into the guide via closing the lever. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that the plunger was pushed too hard. The instructions for use, under the precautions section, states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 7f sheath after a right leg peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used and the plunger was pushed too hard. There was difficulty closing the foot. After the foot was closed the device was removed. Inspection of the device revealed a posterior foot break. The broken foot was not retrieved. The physician did not attempt to retrieve the foot; it was lost in the artery. A sheath was placed in the artery. The sheath was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device.